Manufacturer narrative:
Per the IFU, complications associated with standard catheterization, balloon valvuloplasty, and the use of angiography include, annular tear or rupture and/or valve leaflet dehiscence, severe valve insufficiency, valvular tearing or trauma. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs in this case, regurgitation appears to be related to the balloon aortic valvuloplasty (bav) performed in the calcified annulus. Additionally, the patient had rapidly decompensated in the months prior to the procedure, and was less stable than previously anticipated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from the edwards field representative, the patient's blood pressure dropped significantly after bav and severe ai was noted. The 26mm sapien 3 valve was positioned across the annulus, deployed with ventilation held and under rvp. During deployment, the valve advanced slightly ventricular with a final position of 50:50 across the aortic annulus. When rvp was stopped, the patient went into ventricular fibrillation. She was shocked x 1, back up pacing was started but no pressure was noted. Epinephrine was administered CPR was started until cardiopulmonary bypass was initiated, due to the lack of pressure and the patient continuously being in vf. While on cpb, the patient was still in vf, so she was shocked a second time. Lidocaine was administered, tee showed lv distention, the rv was ok. Apical access was obtained, and the lv was decompressed. Once the lv was decompressed, the patient returned to native sinus rhythm without using ppm. The tee showed lv function improvement. The s3 valve was evaluated showing moderate pvl (anterior leak). No intervention was performed on the pvl. An intra-aortic balloon pump was started and te patient was slowly weaned off cpb, arteriotomies were closed, and the patient was transported on the iabp. The patient passed away two days post procedure. She was awake and extubated and iabp was still in place when she developed a cold foot. Iabp came out and patient became acidotic. The exact cause of death is unknown. When patient evaluated in july, the mean gradient 44mmhg with an ef of 45-50%. On the procedure date, the mean gradient was 22 with ef in low 30s. It was believed that the patient was rapidly decompensated in the last couple of months and less stable than previously anticipated, with rvp and severe ai post bav patient wasn't able to recuperate pressure.